Event description:
The complainant reported that a patient was implanted with an impella cp and experienced an optical sensor error. The pump was disconnected and reconnected as directed. However, the placement signal showed 0/0/0. No placement waveform was displayed on the automated impella controller (aic). The wire was removed and the pump was placed in auto. There were no aorta/left ventricle or pump flows were noted. The decision was made to keep the pump in place and proceed with the procedure. The procedure was completed successfully and the pump was removed without issues afterwards. This report represents the automated impella controller. Another report was submitted for the pump. Refer to section h.10 for the related report number.

Manufacturer narrative:
A.4 is unknown. The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.